Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013, at 10:28pm, he obtained readings of ¿252, and 247mg/dl.¿ it is unclear how much time passed in between the readings. The patient reported using self adjusting insulin to manage his diabetes. The patient reported on (B)(6) 2013, at 12:46am, he developed symptoms of ¿sweating insides, and itching.¿ the patient reported on (B)(6) /2013, at 1am, he had something to eat or drink and his usual lantus and novolog insulin. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps and her test strips were in good condition. A control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.